Manufacturer narrative:
The product associated with this report has been requested for return if available. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care muse be taken during band adjustments to avoid puncturing the tubing which connects the access port adn band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as, "the tube broke at the junction level" event clarified as a leak at the junction level.